Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were told that their current implant was supposed to last 3 years but patient went in and was told that they only had 8 months left for their current implant. Patient originally had their stimulation set to where it was before they had to increase the stimulation, and patient had to increase the intensity and patient did not recall the event date. Agent redirected patient to their hcp to address the issue. Redirected caller: patient's hcp

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.